Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. In addition, it was reported that the screen was unreadable. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 390 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.